Event description:
This male patient was enrolled in the registry in 2007. The patient's medical history includes hypertension, hyperlipidemia, previous smoker, previous myocardial infarction and peripheral vascular disease. Patient received a 3.0 x 13mm cypher select plus stent in the mid lad. Eight months post index procedure, the patient experienced angina. A coronary angiography was done which showed a new lesion of 60% proximal to the index procedure stent with peri-stent restenosis of the index stent.

Manufacturer narrative:
This device is distributed outside the united stated; however, it is similar to the united states product. Ths product remains implanted in the patient and is not available for analysis. Additional information will be submitted within 30 days upon receipt.